Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off during use event. The infusion sets had been used for 24 hours. The blood glucose level was 180 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.